Event description:
It was reported that the customer changed his battery and the insulin pump started to not work. The customer's blood glucose was 97 mg/dl. The customer had been consistently receiving the failed battery test alarm and went through five batteries. Troubleshooting was done. Advised that the failed battery test alarm would recur with each battery if it was not cleared. The customer received the failed battery test alarm again during troubleshooting. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
All operating currents tested within the specified range. No failed battery test alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.